Event description:
It was reported that post an afib clinical study procedure, the patient was reported to experience chest pain/ discomfort. Medication was given to the patient. The adverse event was reported to be anticipated. Issue was marked as possible procedure or device related. The patient's outcome had improved.

Manufacturer narrative:
(B)(4).